Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, a photograph was provided by the patient's mother. It was reviewed on 03/17/2015 confirming customer complaint of irritation at site.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a rash at site of sensor pod on (B)(6) 2015. In addition, on (B)(6) 2015 the patients endocrinologist referred him to a dermatologist to determine treatment for irritation. At time of contact with dexcom technical support, no additional medical intervention or injuries were reported.